Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate shocks, the right ventricular (rv) lead displayed a high sensing integrity count and it dislodged, and the atrial lead displayed "strange signals." The rv lead was re-positioned, and both leads remain in use. No further patient complications have been reported as a result of this event.